Event description:
Ous MDR - after an implantation period of one week, loss of capture of the rv lead was reported. The device was reprogrammed at that time. When the patient arrived at the hospital on november 3 for the revision procedure, loss of capture was reportedly confirmed. The rv lead was replaced. During the revision procedure it was noted that the ra lead had dislodged. It was also replaced. It is unknown if this is the ra or rv lead. This was the only lead reported to us.

Manufacturer narrative:
The analysis of this lead revealed deformations of the outer coil which most likely resulted from the explant procedure. No further deviations were noted which might have contributed to the clinical observation. Subsequently this lead was investigated revealing significant ligature marks which presumably resulted from a tight suture. Furthermore immediately distal to the is 1 connector pin the insulation was torn off. In this region the outer coil was fractured. It is reasonable to assume that this damage was caused due to over rotation during the retraction of the fixation helix. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.